Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. The visual inspection did not report any other issue on the device. It was not possible to flush and advance the 0.018¿ guide wire through the device due to dried blood residual. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated and observed with microscope: 2 bar: balloon twist detected at 65 mm from the proximal balloon end; 4 bar: it was possible to detect a twist on the guidewire lumen underneath the balloon; 7 bar and 14 bar: the twist on the guidewire lumen was clearly detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific drug-eluting pta balloon catheter to treat a lesion located in the sfa. The device was removed from its packaging and inspected with no issues noted. No resistance was experienced when advancing the device and no excessive force was used. It was reported that when the physician attempted to inflate the balloon, a balloon twist occurred. A rewrap tool was not used. The physician completed the procedure using another balloon. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device in.pact admiral.